Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a patient who was implanted with a neurostimulator for spinal pain. The patient reported that the therapy was stopped due to power on reset (por). They reported that they saw the por on recharger when they went to recharge last night using patient programmer (pp). Patient also saw the low pp battery screen during the call but was able to bypass screen. They tried to clear the por screen and it was successful. Therapy was back on. Patient turned stimulation back on and confirmed he felt stimulation but only on one side and stated stimulation was not covering his left side as well as it used to. They stated stimulation was barely covering the left side. Patient stated he has an appointment with primary healthcare professional on friday to check "everything".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.